Event description:
The laser fiber did not function when it was plugged in. The device stated "connect fiber" even though fiber was plugged in, and all the connections were connected properly. A new fiber was obtained from the same lot, connected, and functioned appropriately.